Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient was brought into the clinic for high, out of range pacing lead impedance. The pace/sense portion of the lead was capped and the defib portion remains active. A previously capped low voltage lead was plugged into the rv sense/pace channel. A pc shock was performed and all electrical measurements were normal. The patient will continue to be monitored.